Manufacturer narrative:
One device was returned for repair. No physical damage was found on the device. Service history review identified no indication that the complaint was related to a service of the device within the review period. Error log confirmed that there was record of latch lock failure when connected cassette to pump. Possible defective latch lock sensor. Replaced the latch lock sensor. Performed all function tests and all passed.

Event description:
It was reported that when trying to lock device, it is unrecognized, unable to lock. There was no patient involvement and reporter confirmed that there were no patient harm/adverse event reported.